Event description:
It was reported to st. Jude medical that the patient expired suddenly at home in the back yard. The device diagnostics show vf (ventricular fibrillation) with ineffective therapy. It was also reported that the charge time was short and impedance was high. The device remains in the body of the deceased.